Event description:
The customer called for help with her contour meter. She alleged that on one occasion, over a year ago, she received a blood glucose reading higher than 400 mg/dl. She stated she was also taking prednisone at the time. She took 30 units of insulin based on the reading instead of her usual 4 units. After taking insulin, she passed out and was taken to the hospital. The doctor at the hospital replaced her contour meter while she was there. The customer did not provide any additional information about the event. She declined to troubleshoot. No product will be returned. A replacement meter was sent to the customer.